Manufacturer narrative:
Concomitant medical products: other relevant device(s) . Analysis found there was an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that images were found to be inverted. It was noted that unix shell settings were given to the clinical specialist to add to the system. No further details were provided. This issue was noted outside of procedure and there was no patient present when this issue was observed.